Event description:
It was further reported that in (B)(6) 2010, the distal obtuse marginal was treated with pre-dilatation. And also, in (B)(6) 2010, the patient returned for stent placement in right coronary artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-06822. It was reported that post percutaneous coronary intervention, patient experienced chest pain and distal micro embolization occurred. In (B)(6) 2010, patient presented with chest discomfort and cardiac catheterization was recommended. During predilatation of the left circumflex, a 3 x 12mm quantum balloon was advanced into the distal obtuse marginal. However, a considerable melon seeding was noted with inflation of this balloon. The 3 x 12mm quantum balloon was exchanged with 3 x 10mm cutting balloon and then the lesion was pre-dilated followed by placement of 3.00 x 28 mm non bsc drug eluting stent. Following post dilatation, 0% residual stenosis was noted. The patient was recommended for intervention of the right coronary artery on follow-up. In (B)(6) 2010, the subject presented with chest pain on follow-up visit to the facility and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion, extending from distal right coronary artery (rca) to right posterior descending artery (r-pda) with 60 % stenosis and was 6.00 mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with direct placement of a 2.50 mm x 20 mm taxus liberte stent, with 0 % residual stenosis. Target lesion #2 was in stent restenotic lesion, extending from proximal rca to mid rca with 70 % stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During index procedure, post deployment of 3.00 x 38mm taxus liberte stent, distal micro embolization was noted which was treated with 5 mg morphine sulfate. Also, the patient experienced chest discomfort and was treated with sublingual nitroglycerin. On the following day, the patient was discharged on aspirin and prasugrel.